Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had been experiencing elevated blood glucose (bg) levels in the 400's (mg/dl). The user addressed bg level with a bolus and a manual injection. Reportedly, the user changed the tubing and site prior to the report. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.